Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient stated on (B)(6) 2020 they developed a skin reaction with blisters and itching. He contacted his physician the same day and was given an unspecified prescription, as well as applying flonase prior to applying the sensor patch. At the time of the report he indicated that he was in good condition. No additional patient or event information is available.